Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type :lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
The consumer reported that the pain stimulator had been removed. There was a report that the procedure date was unknown as the patient stated it was approximately 18 months prior to a pain pump implant which approximates to (B)(6) 2015. It was reported that the pain stimulator failed so it was removed. Postoperative diagnosis reported a failure of the spinal cord stimulator implant. The removal of one spinal cord stimulator lead and ipg was performed. One epidural lead fractured proximal to the anchor to just outside the epidural space. After further discussion, the decision was made to leave the lead to avoid causing further trauma or injury. The patient retained a single spinal cord stimulator lead. The fractured site was at level of middle of l2 vertebral body, just outside the epidural space, given l1-l2 lead entry point. Relevant medical history includes complex regional pain syndrome type I.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6)2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient stated the stimulator did not provide relief to the same effect as it did turn the trial. The implant was removed in 2011 or 2012. During the removal, a lead broke. The intent of the call was MRI information. Additional information regarding the lead break was requested. If received, a follow up report will be sent.